Event description:
Distributor received leads for analysis; the leads were part of a four lead/implantable cardioverter defibrillator (ICD) that was removed for pocket infection. There was no allegation or complaint received against any of the leads or the ICD. This report was created as a result of distributor's return product analysis. Both leads exhibited insulation abrasions that exposed the conductor coil. The morphology and location of the abrasions are typical of lead-on-ICD case or lead-on-lead contact.